Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event as it was not removed during the revision procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR# 0001825034-2018-00389, MFR# 0001825034-2018-00390, MFR# 0001825034-2018-00461. Additional concomitant medical products: comprehensive srs eas humeral head, pn211256, ln356980; comprehensive srs modular stem, pn211230, ln665950; comprehensive srs proximal body- tumor, pn211221, ln264160. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as information regarding its whereabouts is unavailable. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent an initial shoulder hemi-arthroplasty. Subsequently the patient was revised due to pain that had developed in the humeral /glenoid socket. Patient was converted to reverse shoulder system. No further information was provided.